Event description:
Patient on optiflow (high flow oxygen system), checked on by rt (respiratory therapist). Patient continuing to have desats into the 80's during sleep. Rt troubleshooted equipment and found nasal cannula (resmed acucare) to be ripped/torn. Cannula was removed and replaced on patient. Oxygen saturations returned to normal limits. Patient was unharmed.